Manufacturer narrative:
The field applications specialist (fas) was on site but was unable to confirm what the customer reported. The unit operated as intended and the issue could not be replicated. The fas provided the customer with additional training and instructions on handling samples, use of antibodies and proper setting of voltages and compensation values. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The customer reported seeing a drift in the fl3 channel while running flow-check beads on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.